Event description:
Boston scientific crm received information that this patient developed an infection. The physician elected to explant this left ventricular (lv) lead. This patient is not pacemaker dependent, and there were no other adverse patient effects reported.

Event description:
The customer reported a colleague infusion pump with an unknown problem. The reported condition was identified during patient therapy where therapy was stopped. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. The software version for this device is currently unknown.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Manufacturer narrative:
The reported condition of an unknown problem during therapy was neither confirmed nor duplicated. Pump is functioning as designed. (B)(4).

Manufacturer narrative:
This device utilizes user interface module master software version (B)(4) categorized as unremediated. (B)(4).